Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during pacemaker follow up on 27 march 2023, impedance, threshold and sensing trends were not displayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report

Event description:
Reportedly, during pacemaker follow up on (B)(6) 2023, impedance, threshold and sensing trends were not displayed. Looks like they were reset. The nurse would like to know if there is any issue with the pacemaker.